Manufacturer narrative:
Findings: unit received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, prime test, excessive no delivery test and displacement test. Unit received with intermittent buttons due to a flattened escape, act and down arrow dome switches. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Unit received with cracked case at battery tube threads. Unit received with minor scratched lcd window. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
A customer reported via phone call indicating that they had issues with the keypad on their insulin pump. The patient's blood glucose level was unknown at the time of the call. The customer stated that the buttons do not respond. The customer stated that the device was exposed to moisture briefly. The customer declined troubleshooting the issue. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.